Event description:
A nurse reported that during the vitrectomy surgery, the surgeon was able to put the trocar in but the plug is too wide in the middle and pops back out. There was no delay or pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).